Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 1.3; lab-inr: 2.5; pt-1. Meter-inr: 3.7; lab-inr: 1.2; pt-2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.3; reference: 2.5; mean: 1.90; confidence limits: 1.3-2.7. Inratio: 3.7; reference: 1.2; mean: 2.45; confidence limits: 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values of test 2 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation if products return. As of today, products associated to this complaint have not returned.